Event description:
It was reported that "during the preparation for coronary intervention, the intra-aortic balloon counterpulsation pump was found to have a white screen and did not display properly, and the malfunction persisted after shutting down and restarting, so the spare equipment was replaced and the equipment department was contacted for overhauling, which did not cause any harm to the patient".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "during the preparation for coronary intervention, the intra-aortic balloon counterpulsation pump was found to have a white screen and did not display properly, and the malfunction persisted after shutting down and restarting, so the spare equipment was replaced and the equipment department was contacted for overhauling, which did not cause any harm to the patient".